Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient eventually got hospitalized due to high blood glucose on (B)(6) 2024. The length of hospitalization was for seven days. The blood glucose level was more than 300 mg/dl and the patient was treated with insulin pens. No further information available.